Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 8.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. Inflation was performed three times at 18 atmospheres for 30 seconds. However, during the third inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.